Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for routine device change out in back up vvi mode. Due to low battery status, further troubleshooting could not be performed. The device was explanted and replaced successfully. The patient tolerated the procedure well.